Event description:
Reportedly, toward end of the procedure the surgeon observed bleeding. Additional suturing was performed to control bleeding. One week after the surgery, it was confirmed there was still additional bleeding from the anastomotic site. The pt was admitted to the hosp again. A second surgery was performed to reinforce the bleeding site with the hand sewing. Procedure: colectomy and functional end to end anastomosis.